Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure when the helix was extended, the right ventricular (rv) lead was tested on a pacing system analyzer (psa) and yielded high out of range pacing impedance measurements of greater than three thousand ohms along with noise and a high threshold measurement of 2.8 volts. When the physician attempted to reposition the lead, the helix would not retract, but the physician was able to disengage the tissue with the screw out. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.